Event description:
Report received from (B)(6) stating that the locking mechanism of the device was damaged. It is unk if the device was used during surgery or if injury occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).